Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the reported blank screen was unable to be confirmed or duplicated during investigation. The display screen illuminated and was functioning appropriately upon startup of the pump. There were no alarms in the alarm history observed associated with the reported allegation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. The contrast setting was set at '7¿ and then increased to the maximum setting of '10' with little improvement observed. Also unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. There were no power loss issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.